Manufacturer narrative:
(B)(4). Although expected, the device has not been received yet. A follow up report will be submitted once the device is received and an evaluation has been performed.

Event description:
Customer medwatch report received. Per medwatch, upon assessment found total parenteral nutrition (tpn) IV tubing disconnected from broviac. Disconnection was at male end at broviac site. Broviac was cleaned and flushed with saline and heparin. Physician notified. Patient was at goals feeds so tpn disconnected. No patient harm was reported. No additional patient or event details have been provided.